Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from thailand alleged that they received potential false positive results when testing a patient¿s sample with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 run # (B)(6) generated a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). On (B)(6) 2021 the patient¿s same sample was repeat tested on the same cobas® liat® system (s/n (B)(4)) run # (B)(6) that also generated a sars-cov-2 positive, influenza a negative, influenza b negative result. The patient¿s same sample was repeat tested on a different platform the vitassay sars-cov-2 assay that generated a sars-cov-2 negative result. No harm or injury was indicated. Patient sample was collected using nasopharyngeal swab. The positive and negative results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. No further testing is warranted at this time as the sample in question is at limit of detection (lod), therefore, wavering results can be expected. (B)(4).